Event description:
As this stent was deployed the handle made a cracking sound and the stent could not be open/ placed as this stent was deployed the handle made a cracking sound and the stent could not open, finished with another evolution stent not be open/ placed as this stent was deployed the handle made a cracking sound and the stent could as this stent was deployed the handle made a cracking sound and the stent could not be open/ placed

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
A supplemental report is being submitted due to the completion of the investigation on (B)(6) 2026.

Manufacturer narrative:
Device evaluation the (B)(4) device of lot number involved in this complaint was returned for evaluation. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: safety wire in place on return red marker on the last dimple. Introducer examined and no issues observed. Functional inspection: safety wire removed from the device without any issues. Handle actuating fine for deployment and recapture but unable to deploy the stent. Handle opened and outer sheath observed to be separated from the shuttle. Cogs and all other components within the handle are intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use ((B)(4)) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Imaging (clinical) review clinical imaging was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to a potentially difficult or tortuous patient anatomy which may have possibly resulted in the outer sheath tube becoming separated from the shuttle cap. It is possible that during advancement or deployment, a tortuous path may have been resulted in resistance which could have caused a build-up of pressure within the device, causing stent deployment difficulties. Additional stress or force exerted on the delivery system during the attempted deployment, could have increased the pressure within the device. This in turn could have led to the outer sheath tube separating from the shuttle cap which would result in the cracking sound as heard by the user, the inability of the outer sheath to be retracted and inevitably, the inability for the stent to be deployed. Several attempts were made to gain more information regarding this event, however no new information was received. Should this become available at a later date, the complaint can be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial complaint reported, as the stent was being deployed the handle made a cracking sound and the stent could not open. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. Another evolution device was used to complete the procedure. Investigation findings conclude that a possible root cause could be attributed to a potentially difficult or tortuous patient anatomy.